Event description:
It was reported that while the patient was undergoing a coronary bypass procedure, the right ventricular (rv) lead became dislodged. The lead exhibited high thresholds and a change in r-waves. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD (B)(6) 2009. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.